Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was throughly analyzed and normal lead function was confirmed. The lead exhibited normal electrical values throughout testing. The helix extension was measured and found to be within normal product specifications.

Event description:
It was reported that the lead helix was -jerky- when it was extended and retracted. The lead was not used.